Event description:
The service report shows that while performing a preventative maintenance service the co's customer support engineer determined that the audible alarm was non-functional. The cse replaced the alarm assembly and the ventilator passed its performance tests. This report is not an admission by co that this device caused or contributed to the event alleged in this report.